Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had alarmed no delivery during prime. The blood glucose at the time of the incident was 399 mg/dl. It was stated that the customer had reverted to manual injections and had not used the insulin pump in months. They inserted a new battery and were assisted with completing the rewind and prime sequence. During troubleshooting the alarm history was checked and unexpected restart, external ram error and displayable history check failed on startup alarms were found. The call got disconnected and the customer could not be reached. The device will not be returned for analysis.